Event description:
It was initially reported to the manufacturer that at the FDA site, a handheld computer was malfunctioning as it would not launch the software and there was a blank screen. The handheld computer with flashcard was returned to manufacturer for product analysis. During the analysis, it was verified that the handheld would not initially power on. The most likely cause for the observed anomaly may be associated with the processor locking up on the main board. Once a hard reset was performed, no further anomalies associated with the handheld performance were identified. No anomalies associated with flashcard software or database were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.